Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The issue reportedly started on (B)(6) 2014. Troubleshooting indicated that an unconfirmed alarm had drained the battery. Customer technical support requested the reporter insert a new battery from a new pack, and the pump powered on appropriately. Although troubleshooting indicated the power issue was caused by use error, the reporter insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump was not functioning as expected.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/16/2014 with the following findings: a review of the pump histories indicated that all reboot events occurred after call service alarms, as the alarms required a reboot to clear the alarm. There were no unusual power interruptions observed in the pump histories. Visual inspection revealed that the battery compartment and battery cap were intact and the cap was able to secure to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no power issues occurring. No power issues occurred during testing; the product performed within specifications. The pump casing was opened and there was no evidence of an intermittent condition on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.